Event description:
It was reported that a patient had been trached at another facility about the middle of february, and was being was transferred to a nursing home, still on a ventilator. Within an hour of arriving at the nursing home, the patient became very distressed. The patient was taken to the reporting hospital. Upon arrival, the patient was found to be in cardiac arrest. In the emergency room they found that they could not ventilate the patient through the tracheostomy tube. The paramedics reportedly took out over 40 cc's of air from the cuff, suggesting the cuff was overinflated. The tube was removed and another 8dct was inserted. The patient was eventually stabilized. The doctors examined the tracheostomy tube and noted that the cuff was asymmetrical in shape. One side of the cuff was much larger than the other. The reporter stated that there was a big bulge on one side of the cuff. The patient was non responsive for a couple of days, but has fully recovered.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.